Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. The mother stated that the insulin pump was taken off, then put back on during the hospitalization. When it was put back on, the customer's blood glucose levels went high again. Also found no delivery alarms in the alarm history. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.